Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer will not be connecting back to the pump. Caller stated that his daughter woke up this morning with an alarm. Customer's blood glucose was 340 mg/dl at the time of the incident. Customer's father attempted to change out the set but the pump kept alarming during the fill tubing set. Customer treated with a back-up plan. Customer stated that the drive support cap was flush. One corner was lifted and flushed with the pump and the other side is inside the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.